Event description:
A manufacturer representative reported that the implantable neurostimulator (ins) wasn't holding a charge and a replacement ins was needed. This decision was made by the patient's healthcare provider (hcp) the day prior to the report but no surgery date was scheduled at the time. There were no reports of therapy issues and no patient symptoms reported. Follow-up has been attempted to determine the cause of the issue and status of the explant, but no further information was received at this time. If additional information is received, the event will be updated. Indications for use include: chronic low back pain.

Event description:
Additional information received from the manufacturer representative (rep) indicated that the device was explanted and replaced on (B)(6) 2016. The rep met with the patient on (B)(6) 2016 and the battery was depleted.

Manufacturer narrative:
Corrected information: sex, date of birth . If information is provided in the future, a supplemental report will be issued.